Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The patient¿s medical history included chronic pain. On (B)(6) 2019 it was reported that the patient was having pain at the pump site. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a pocket revision was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.